Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with pocket swelling, fever, increased white blood counts and a mental status change. The patient was admitted to the hospital for sepsis. The patient developed a fever a couple days later, and the field representative was called to assist in a system explant procedure. A pocket evacuation showed evidence of an infection. The entire system was explanted successfully. The patient responded to intravenous antibiotics initially, but then decompensated over night. The field representative was contacted regarding the patient status, but was not aware.